Manufacturer narrative:
Updated: b4, b5, g4, h6. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that this 46-y-o patient with a sav porcine valve model 262529mm implanted in the pulmonary position underwent intervention for a valve-in-valve (viv) replacement after an implant duration of 22 years and 1 months for unknown reason. A 29mm sapien3 valve was successfully implanted within the surgical edwards valve using the transfemoral approach. As per medical opinion, this surgical valve did not fail prematurely. The patient outcome was good.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this 46-y-o patient with a sav porcine valve model 262529mm implanted in the pulmonary position underwent intervention for a valve-in-valve replacement after an implant duration of 22 years and 1 months for unknown reason. A 29mm sapien3 valve was implanted within the surgical edwards valve using the transfemoral approach. No other information was provided.